Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the peritoneal dialysis (pd) transfer set was unable to disconnect from the patient line of the amia automated pd cycler set. This was identified after treatment of peritoneal dialysis therapy. As a result, the patient had to cut the patient line to be able to disconnect from the cycler. There was no report of patient injury or medical intervention associated with this event. No additional information is available.